Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during pre-surgery, it was discovered that the small battery drive device was not working. There were no delays to the planned surgical procedure. A spare device was not available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device availability: the device availability was incorrectly documented. The date returned to manufacturer was corrected from may 14, 2015 to jun 3, 2015. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not engage when power was applied. It was determined that the electronic control unit was not functional and electric motor did not meet specification. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to wear on mechanical and electronic components from repeated sterilization and use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.